Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the ascending aortic / annular dissection post valve deployment cannot be confirmed. In addition to procedural factors (manipulation of the devices), patient factors (advanced age, bulky calcification between the rcc and ncc, severe ncc calcification, ¿small¿ sov) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), the sinus of valsalva (sov) was reported to be ¿relatively small¿ to the annulus size. During a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed ¿exceptionally¿ slowly with 2ml less than nominal volume. The valve appeared to be successfully deployed and the patient¿s hemodynamics were stable. Following the withdrawal of the devices, tee showed a cardiac tamponade. Aspiration of blood was performed via a small intercostal incision. Since the bleeding persisted, the chest was opened and an annular dissection was detected. Manual compression was performed for approximately 30 minutes. Hemostasis was confirmed and the procedure was completed. The native annular area measured 606mm2. The diameter of the sov measured 30.9mm x 33.7mm x 33.7mm (rcc x lcc x ncc). Bulky calcification between the right coronary cusp (rcc) and the non-coronary cusp (ncc), severe calcification on the entire ncc and no calcification on the left coronary cusp (lcc) was reported.